Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc. That the content of the report is complete or accurate, that the device failed or malfunctioned in any manner, or that the device caused or contributed to a death.

Event description:
A guideliner v3 catheter was used during a patient procedure along with multiple guide catheters, guidewires and stent/balloons. During the case the physician stated that engagement and backup was extremely difficult. After the second insertion of the guideliner and cannulation of the vessel, a dissection of the rca occurred. The patient was consulted for CABG.